Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdown.omnipod software app version: 4.0.2.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: abbott freestyle libre 2 plus.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels were elevated while wearing the pod for longer than 48 hours. No blood glucose levels were provided. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Symptoms reported include skin irritation, redness and pain on insertion. As treatment, a new pod was applied.